Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four years and three months after the implant of the 29 mm evolut pro transcatheter aortic valve, the patient presented with acute aortic regurgitation, and the evolut pro appeared degenerated. Consequently, a 23 mm non-medtronic transcatheter valve (sapien s3) was implanted valve-in-valve in the evolut pro. However, after the implant of the sapien s3 valve, and as the implanting physicians were closing up the vascular access, the patient arrested and went into pulseless electrical activity. Cardiopulmonary resuscitation was performed, and the lucas (lund university cardiopulmonary assist system) chest compression device was used. Fluoroscopy revealed that the sapien s3 valve had migrated lower into the left ventricle. The patient died in the catheter lab a short time later.

Manufacturer narrative:
Continuation of d10: product ID: unknown 23 mm edwards sapien s3 valve; product lot/serial number: unknown; product type: transcatheter aortic valve; implant date: (B)(6) 2025 explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6. Image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The media files provided show evidence of a non-medtronic transcatheter aortic valve in a previously implanted evolut. As listed in the instructions for use (IFU), potential risks associated with the implantation of the corevalve¿ evolut¿ pro bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. There is evidence that cardiopulmonary resuscitation was initiated sometime after the non-medtronic valve was implanted, and fluoroscopy shows that the non-medtronic valve appeared to have migrated into a deeper position towards the left ventricle. It was reported that the patient subsequently died. Additional images would be needed to validate the cause of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was severe aortic regurgitation and the valve indirectly contributed to the patient death as it failed within 5 years of implant.